Manufacturer narrative:
Device evaluated by MFR. The failed part/unit has not been received by the distributor yet. As soon as the part/unit is returned, it will be forwarded to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.